Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, connectivity issues occured with the dexcom device for multiple hours. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation was confirmed. The root cause was determined to be sensor noise.